Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('there is embedded silver colored, coiled, metallic medical materia'), device expulsion ('migration to uterus/migration of essure device-location of device:uterus/malposition of essure device location of device:uterus'), abdominal pain lower ('pain: lower abdomen'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), pregnancy with contraceptive device ('pregnancy (no complications)') and ovarian haemorrhage ('ovarian bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse)") and migraine ("migraines/headaches"). In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In september 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), ovarian haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("pain: vaginal") and pyrexia ("fever"). The patient was treated with surgery (ablation, supracervical hysterectomy and total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, abdominal pain lower, menorrhagia, vaginal haemorrhage, pregnancy with contraceptive device, vulvovaginal pain, dysmenorrhoea, vaginal discharge and dyspareunia outcome was unknown and the ovarian haemorrhage, abdominal pain, migraine and pyrexia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, migraine, ovarian haemorrhage, pregnancy with contraceptive device, pyrexia, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: current weight 193 lbs. Fu (B)(6) 2019: discrepancy noted in insertion date and essure confirmation test. Tubal ligation. Left side 5 coils present. R side also placed easily - 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Concerning injuries reported in this case the following one were described in patient medical records : essure embedment quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and mr received: event there is embedded silver colored, coiled, metallic medical material. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain: lower abdomen'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), pregnancy with contraceptive device ('pregnancy (no complications)') and ovarian haemorrhage ('ovarian bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), ovarian haemorrhage (seriousness criterion medically significant), device expulsion ("migration to uterus"), abdominal pain ("abdominal pain"), vulvovaginal pain ("pain: vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines/headaches") and pyrexia ("fever") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (ablation and supracervical hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, menorrhagia, vaginal haemorrhage, pregnancy with contraceptive device, device expulsion, vulvovaginal pain, dysmenorrhoea, vaginal discharge and dyspareunia outcome was unknown and the ovarian haemorrhage, abdominal pain, migraine and pyrexia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, migraine, ovarian haemorrhage, pregnancy with contraceptive device, pyrexia, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: current weight (B)(6). Fu 16-jul-2019: discrepancy noted in insertion date and essure confirmation test. Tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2019: plaintiff fact sheet received. The case is incident. Previously reported event ¿injury¿ were updated to more specified events ¿pain: lower abdomen), pregnancy (no complications), abnormal bleeding (vaginal, menorrhagia), migration to uterus, migraines/headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain: vaginal, vaginal discharge, ovarian bleeding, fever, abdominal pain and device ineffective¿. Reporter, demographics, essure removal date; essure indication (amended) were added. Events ¿abdominal pain, ovarian bleeding, fever and migraine¿ outcome recovering/resolving was added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.